Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient presented at the physician¿s office asking to be reprogrammed. The patient stated that she needed coverage in the left low back/hip. While mapping stimulation, the manufacturer representative was getting an error possible impedance issue on lead 1. An impedance check was performed and found 3 contacts that were greater than 40,000 ohms (contacts 0, 2, and 3). While discussing any possible causes, the patient had mentioned that she had fallen several times during the winter of 2019 with one time being worse than the others. The patient did not have specific dates of the falls. The manufacturer representative reprogrammed around the damaged contacts giving the patient three new high dose programs to try since she does not really care for the tingling. The health care professional was going to schedule the patient for an x-ray. It was noted that the health care professional has no further information at this time. The issue was resolved at the time of the report. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported or anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the results of the x-ray were unknown.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.